Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from post market clinical follow up sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, following a trauma procedure with the use of a modular rail system to address a length discrepancy of the femur, the patient sustained a deep infection which required a debridement with stimulan placement for a femoral pin. An specific onset date for this complication and for the debridement conducted is yet to be confirmed. The patient's outcome is unknown. Further information is not known.

Manufacturer narrative:
H11: providing updated results of investigation: given the nature of the alleged incident, the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions review and sterilization review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include loss of sterility during procedure, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: additional information has been received by the manufacturer. This complaint has been reopened to assess the new information. The results of the investigation will be eventually provided once it is concluded.

Event description:
It was reported that, following a lengthening procedure performed on (B)(6) 2017 with the use of a modular rail system to address a length discrepancy of the femur, the patient sustained a deep staphylococcus aureus infection which required a pinsite debridement with stimulant placement for a femoral pin on (B)(6) 2017. The patient later required a corticotomy due to a premature union (covered under (B)(4)). Further information is not known.